Event description:
During a brain angiography procedure and use in the patient, it was reported that the physician had an issue with connection between 6f cath tempo diagnostic catheter and high pressure line. The two devices would not connect at all. No consequences for the patient reported. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were stored, handled and prepped according to the IFU. There were no anomalies noted during prep. There were no damages or anomalies noted with the luer hub of the catheter. The other device used was a cordis product.

Manufacturer narrative:
Additional information received indicated that there are no specifics as to the other cordis product used. Another product of the same type was used to complete the case. No additional details are available. As reported, during a brain angiography procedure, the physician attempted to connect a 6f tempo diagnostic catheter with a high pressure line. The two devices would not connect. No patient consequences were reported. There were no damages or anomalies noted to the device or packaging prior to use. The device was stored, handled and prepped according to the instructions for use (IFU). There were no anomalies noted during prep. There were no damages or anomalies noted with the luer hub of the catheter. There are no specifics as to the other product used. A non-sterile unit of a diagnostic cath tempo 5f jb 2 100cm was received for analysis coiled inside of a plastic bag. Per visual analysis, the thread of hub catheter was inspected and no anomalies observed. However, the body shaft of catheter had a kink at 88.2 cm from the hub. No other anomalies found. The catheter hub thread outer diameter as well as the outer diameter and inner diameter of the catheter body shaft (near to the kinked area) was measured and found within specification. Functional analysis to connect a lab sample syringe to the hub of catheter to determine if incompatibility is experienced was performed on the received unit and no anomalies were found. Review of lot 17132600 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿diagnostic endovascular catheters-luer hub-incompatibility/fit-with injector tubing/IV tubing (carotid)¿ was not confirmed since functional and dimensional analyses were successfully performed. However, a kink was found on the body shaft of the unit received. Nonetheless, the exact cause of the kink condition found on catheter could not be conclusively determined during the analysis. Controls are in place to verify the catheters for any type of damages on the diagnostic catheters. Neither the DHR review nor the analysis results suggest that the reported event is related to the manufacturing process, therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.